Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported rupture and capsular contracture baker grade ii. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side intracapsular rupture. Diagnosed via ultrasound and MRI. The device remains implanted.